Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise on the lead. One of the shocks induced real vt. The sensing threshold had also showed a decrease since implant. The lead was capped and replaced.